Event description:
Customer reported she had experienced 18 lows in the past two weeks. Customer was advised the insulin pump was only made for 100 units and was not going to show the 500 units if that she was using. Customer's blood glucose was 40 mg/dl, treated with food. The drive support cap appeared to be normal. Customer was not admitted. Customer stated the most recent set change was (B)(6) 2015. Call was dropped. Customer called back and settings were correct. Reservoir was showing the same amount of insulin as the insulin pump. The device was not exposed to an MRI. Customer was advised to talk to her doctor and monitor the device. Customer had mentioned that both times she had low; she had a late breakfast and no lunch. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.